Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was transferred from a long term care facility to the emergency department for episodes of bloody stools for the past 1 ½ weeks. The patient felt weak, dizzy, and not certain if became syncopal. The patient was also complaining of diarrhea and vomiting for the past week. The patient was admitted to the hospital on (B)(6) with acute uremia and acute gastrointestinal bleed (gi bleed). The lab values from the gi bleed were hemoglobin 7.0 gm/dl and inr 5.8. The patient received a total of 9 units of packed red blood cells, 2 units of fresh frozen plasma and vitamin k. Hematology was consulted for the low blood values. The renal lab values were creatinine 4.73 and bun 198. Renal consultation was ordered for acute renal failure and possibly hemodialysis due to poor kidney function. Internal medicine was consulted for positive blood cultures and antibiotics were ordered. Site of infection was noted as "unknown". No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleed could not be conclusively established through this evaluation. Bleeding and infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.